Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the air/water nozzle of the subject device was clogged. The subject device with clogged air/water nozzle was not used on a patient. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that there was foreign material inside the air/water nozzle and the foreign material exiting from the air/water nozzle, and the air/water nozzle was not deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that foreign matter derived from peripheral devices entered the air supply / water supply channel and clogged the nozzle. If additional information becomes available, this report will be supplemented.